Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported premature battery depletion. The battery had a duration of 7 years instead of 9 years. The device has been replaced and the issue was resolved at the time of report.

Manufacturer narrative:
Correction: (B)(4). Analysis of the returned ins (serial # (B)(4)) revealed that the ins reached its normal end of service (eos). Visual inspection of the ins did not reveal any significant anomalies. There was foreign material observed under the connector module/cover. Foreign material was also observed in the ports. A cosmetic cut was visible on the access hole adhesive. The grommet, setscrew, and shield/can were all visually ok. Initial examination confirmed that the ins had reached its eos. A no output and no telemetry condition was also confirmed. Initial review determined that the ins was implanted on (B)(6) 2008, and the last time the ins was recharged was on 22-nov-2017, so the ins functioned for 9 years. After one short, successful physician mode restart (pmr), the ins was able to start charging. Although the overdischarge count was zero, overdischarge was confirmed as a low voltage power on reset (por) occurred and the clock defaulted. No recharge issues or coupling issues were observed charging at room temperature with 1 cm spacing. Telemetry was ok after the pmr recovery. There was no output on all electrode pairs from the ins to the cut lead before the pmr. After the pmr, there was no output on the #15 circuit from the ins to the cut lead. After the pmr, there was no output on the #0 and #3 circuits from the ins to the cut extension. The eos bit was reset to test output. Good stable output was observed on al l electrode pairs. The ins passed a series of defined and qualified automated functional tests. If information is provided in the future, a supplemental report will be issued.